Event description:
Follow-up information identified the patient had her scs lead explanted and replaced. Additional follow-up identified the patient's system was programmed, and she reported receiving effective stimulation therapy. The reported issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is experiencing auto-reducing issues with her scs system. A sjm representative met with the patient and a system diagnostics found multiple lead contacts to have high impedances. The representative was unable to resolve the issue with reprogramming. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.